Event description:
This patient went in for a normal ICD change out and an lv lead revision. The ICD was at normal eri and the lv lead wasn't positioned for efficient lv pacing. During the procedure, the physician tried for approximately 30 minutes to get a new lv lead into the cs. The physician decided to just change out the ICD at that point and just try to program the lv lead better. There were no complications during the procedure. The patient decompensated shortly after the pocket was closed and the patient expired. It is believed that the system remains in the patient. The physician had no allegations against the lead or the device to our knowledge. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be reopened should additional data become available.